Event description:
The customer reported via phone call that the insulin pump alarmed motor error while she was filling the tubing. Customer's blood glucose level was 221 mg/dl. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed motor error during occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.